Event description:
It was reported that the pump had flipped in pocket and the patient was unable to get refill. Per the healthcare provider (hcp) 'the pump had been empty too long so it was replaced'. Hcp decided to replace the catheter as well. Pump rotor or catheter studies were not performed. Patient outcome was reported as recovered without sequela. The pump contained saline.

Manufacturer narrative:
Catheter model: 8596sc, serial # (B)(4), implanted on: (B)(6) 2008, explanted on: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. Returned for analysis was a sc assembly + proximal segment of the catheter, that revealed no anomaly, acceptable catheter testing. Per analysis there was a non-significant indent seen inthe sc cup that did not affect infusion; drug in the pump was noted as morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.